Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 500 mg/dl after a recent ilet infusion site and supply change, with rising glucose trends noted despite visible drops when the tubing was disconnected and a subsequent site change performed with coaching. Symptoms included elevated blood glucose without reported physical complaints. Outcomes included user self-management with troubleshooting and education and no hospitalization. Investigation included user interview, product-use assessment, and troubleshooting that addressed infusion site function and delivery pathway. Investigation of this case revealed that hyperglycemia occurred with unclear cause after a site change, with no confirmed device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.